Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The second patient was not adversely affected.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and potassium results on their c501 analyzer. The customer provided data for 50 patients and alleged there were five patients with discrepant sodium results. Of the data provided, there were one reportable sodium and one reportable potassium malfunctions. The first patient's initial sodium result was 154.2 mmol/l and it was reported outside the laboratory. The patient was sent to the emergency room where a new blood sample was taken and tested in another laboratory. The sodium result was 141 mmol/l. The initial sample was repeated and the result was 142.6 mmol/l. On (B)(6) 2014, the initial sample was repeated a second time and the result was 144.1 mmol/l. The first patient was not adversely affected by this event. On (B)(6) 2014, the second patient's initial potassium result was 4.04 mmol/l and it was reported outside the laboratory. On (B)(6) 2014, the sample was repeated and the result was 4.6 mmol/l. Information on whether the second patient was adversely affected was requested but not provided. The sodium electrode lot number was a92 18. The expiration date was requested but not provided. The potassium electrode lot number was i62 63. The expiration date was requested but not provided. The field service representative visited the customer. One of the tubes of the rinse station had a leak and one tube to the vacuum was loose. The cuvettes were also dirty. The customer changed all the electrodes, lamps, and cuvettes.